Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 18ga 1.3mm od 32mm l leaked the venflon leaks after insertion (after 2-3 hr after rinsing). Cannulas after insertion - when catheterizing peripheral venous vessels, they begin to leak 2-3 hours. After flushing after connecting the IV fluid. It is necessary to winch the cannula. Attached is a photo of the catheter showing the leakage. Secured cannula samples in order to investigate the problem.

Manufacturer narrative:
2pcs of 18g samples and 1pcs of 20g sample (non-reported material) with red luer adapter connected passed catheter adapter leakage test, no leakage observed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. The customer experience could not be determined. Root cause could not be determined. Complaint trend would be monitored.

Event description:
The venflon leaks after insertion (after 2-3 hr after rinsing). Cannulas after insertion - when catheterizing peripheral venous vessels, they begin to leak 2-3 hours after flushing after connecting the IV fluid. It is necessary to winch the cannula. Secured cannula samples in order to investigate the problem.